Event description:
A malfunction alarm was reported by the customer, which occurred months ago while in mexico. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to report any future malfunction codes, and the case was subsequently closed.